Event description:
It was reported to nova biomedical that a consumer received a blood glucose reading of 76 on her glucose meter and then a reading of 476 mg/dl on another brand of meter. The difference in these values is considered clinically significant. No decision to treat was made on the allegedly faulty meter. Education took place with the consumer's call as to proper storage of her test strips. Consumer was storing them in the kitchen or bathroom contrary to directions for use. The meter will be returned for eval.

Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a follow- up report will be filed.